Event description:
It was reported that approx. 52 months after the implant the patient received inappropriate shocks due to oversensing while visiting (B)(6). The patient plans to return to (B)(6) for a new rv lead.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis of the provided follow up data, recorded between may 27th, 2019 and may 26th, 2020, recorded the rv shock impedance steady at 63 ohms, before it gradually fell onto 58 ohms in the end of the recorded period. In the provided iegm recordings artifacts were visible in the rv channel, which led to the reported oversensing and inappropriate shocks. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The provided iegms showed artifacts on the farfield as well as on the right ventricular channel, leading to oversensing with shock delivery as reported in the complaint text. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.